Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u15.

Event description:
It was reported that during a patient event, the customer's device would not detect the therapy cable assembly when connected to the device. The device did however detect the hard paddles assembly. The patient did not require defibrillation throughout the event. There was no adverse effect to the patient as a result of the reported failure.